Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and instructed them to continue its use, advising that the customer should call back if the malfunction code appears again. The caller acknowledged and understood the instructions.